Event description:
It was reported that, during the implant attempt, the 4968 lead was repositioned several times resulting in no capture. The 5071 lead also would not capture and when it was removed, visual inspection revealed a deformed screw. Neither lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis revealed the helix/lobe was distorted/bent; the full lead was returned for analysis.